Manufacturer narrative:
(B)(4). Date sent: 12/16/2025. Corrected data: b1, b2, h1. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Moving forward all information will be reported under medwatch # 3005075853-2025-09573.

Manufacturer narrative:
(B)(4). Date sent: 10/21/2025 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during stapling on the hepatic vein, the clamp did not stapled, the staples remained open and this 2 times, 2 trials - 2 refills of the same batch, same result. Portal vein hemorrhage ++, blood loss greater than 2 liters surgical and anesthetic consequences, increase in operating time.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2025. Additional information was requested, and the following was obtained: what were the indications for surgery? What is the surgeon¿s experience with the pvs device? What is the compressed width and thickness of the vessel? What is the estimated compressed width of the target vessel? Did the surgeon wait 15 seconds prior to firing? Did the surgeon ensure that the complete width of the compressed vessel was proximal to the cut line on the device? Did the surgeon confirm that no extraneous tissue was distal to the cut line within the jaws? Were any surgical clips used in the area of the device firing? Were there any difficulties with the device or staple formation during the initial procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was there calcification of tissue that impeded clamping or cutting? Were there any pre-exiting patient conditions? Any clips, clamps, or graspers near the area where the device was being fired? Please provide a timeline of events. The surgeon is the only user of this device in the hospital. Indication: metastasis the surgeon followed all the procedures. No anti-coagulant. Transfusion: yes, massive. No clips. The device cut without stapling. No clip: safety mode of the device. Bleeding: vena cava wound: 2.7 liters.